Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium test were affected. Initial result: 150 mmol/l. The customer questioned the initial result and repeated the sample on a different cobas pro ise analytical unit. Repeat result: 139 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer performed recalibration after the event occurred with no visible issues. The qc recovery was within the provided ranges on the evening of (B)(6) 2025. The alarm trace showed sample probe, abnormal aspiration, sample clot detection, sample foam detection, and sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found the cause was due to the sample probe and the vacuum nozzle. He replaced the probe and nozzle and flushed the electrode and the sipper nozzle. The fse then performed ise checks with successful results. The customer performed calibration and qc, and they were acceptable. The fse verified that the instrument was performing within specifications. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.